Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One winding former with eight needle suture combinations outside the packaging was received for analysis. The product code jj31 is multistrand and should contains eight strands single armed per packet. During the visual inspection of the returned sample, it was noted a red unknown foreign matter on the body needle of the slot #3. In the remaining seven needles no anomalies or defects were observed during evaluation. Since the sample was received open, it is not possible to determine the potential cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? The event description states: bioburden found on suture upon opening. What is meant by bioburden? Please describe the bioburden found on the suture. Is this complaint about foreign matter found on the device? Was foreign matter found inside the sterile barrier? Please perform product return.

Event description:
It was reported that a patient underwent an abdominal hysterectomy on (B)(6) 2025 and suture was used. During the procedure, bioburden was found on suture upon opening. There was no patient involvement and no adverse patient consequences reported. Additional information was requested.